Event description:
The customer reported that a barcode was misread in position h1 during an htlv-1 assay using a summit sample handler. The barcode was misread. No error message was given. An ortho field service engineer was dispatched no death or serious injury was associated with this event.